Manufacturer narrative:
All the information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint file in response to a recent FDA inspection. There is no change to the actual performance of the product and this repot only represents an enhancement to the reporting criteria going forward. The reported field event of lead anomaly was confirmed in the laboratory and was due to over application of medical adhesive underneath the outer insulation. The oversized section was found to be out of specification. The device was tested and no electrical anomalies were observed.

Event description:
It was reported that during implant, physician was unable to position the ventricular lead at the apex. Physician noted an unusual curve in the lead, in the coil region. Lead as not implanted.